Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (46 mg/dl). Reportedly, the customer has recently began insulin therapy with the pump, and stated they believe their carbohydrate ratio needs to be adjusted. Customer ate oranges to stabilize blood glucose levels.